Manufacturer narrative:
The suspect vertek arm has been received by the manufacture for evaluation. Upon testing, the returned arm was unable t hold its position. The vertek arm failed force test as it should hold 14 lbs but failed at 8. Vertek arm also failed sideways force. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that during cranial biopsy procedure, the vertek arm was loose. The issue was discovered while draping. It was reported that the site undraped,used a different vertek arm, re-registered and proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.